Event description:
It was reported that the homechoice cassette had a crack; further described as "cracked for one corner almost in the middle and curves to the right, but it was cracked on the cassette". This was observed during set up of the device for peritoneal dialysis therapy. Renal therapy services assisted the home patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye did not note any cracks in the cassette component, however, an incomplete weld between the cassette and the cassette sheeting was observed. Functional tests were performed which included leak, clear passage and clamp function tests. During the leak testing, a leak was observed near the cassette stamp on the bottom corner of the cassette due to the incomplete weld. The reported condition was verified. The cause of the condition was determined to manufacturing related due to static electricity during the sheeting trim process which could cause scrap sheeting to attach itself to the cassette sheeting leaving a layer of double sheeting and subsequent result in an incomplete weld. Should additional relevant information become available, a supplemental report will be submitted.